Event description:
Upon investigation of the returned meter, there was indication of burn on the printed circuit board. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed. The result of analysis on meter (B)(4) indicated that an external voltage surge entered the unit which caused the burn on the printed circuit board.

Manufacturer narrative:
Product has been forwarded for further investigation. A follow-up report will be submitted once additional information is obtained.